Event description:
Reference MDR #2242445-2011-00063 for the first event involving the same patient. It was reported that in the cath lab, while prepping the catheter, there were no problems found during the inflation test prior to use. This was our second attempt using the same medikit sheath from one of our competitors via the femoral vein which was not removed. The 1 ml syringe was used from the new kit. Upon inflating the balloon into the pulmonary artery, the balloon ruptured and co2 gas leaked out. As a result, the balloon was removed and a third catheter was inserted using the same medikit sheath with the same insertion site. The third attempt was successful. There was no report of patient death or injury. No medical/surgical intervention was needed. The patient outcome is good with no complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.